Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the left scissor blade to be broken. The blade fractured at the cross section of the grip cable crimp and half of the cable crimp is exposed. The fractured plane is nearly straight. Both blades present indentations around the midpoint of the sharp edge. Electrical continuity passed.

Event description:
It was reported that 45 minutes into a da vinci si hysterectomy procedure, one blade from the monopolar curved scissors (mcs) instrument fell off. It took approximately 20 minutes to locate the piece before successfully removing it from the pt. The planned surgical procedure was completed with a replacement instrument of the same type. No pt harm, adverse outcome or injury was reported.